Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip to be bent, causing misalignment of the grips. There is an offset at the tips. The bent grip has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. Engineering also observed scraping around the main tube located 5 inches from the wrist. The damaged area is gray in color can has a rough surface finish. Engineering concluded that the damage may be caused by a defective cannula. Electrical continuity passed. No other damage found.

Event description:
It was reported that the tip of the maryland bipolar forceps instrument was bent. No add'l info was provided. No patient harm, adverse outcome or injury was reported.